Event description:
The device migrated shortly after implantation, prior to activation. The user underwent a re-positioning surgery due to the device sitting close to the pinna. Following the procedure the user then developed a swelling and a buildup of fluid. After 2 incisions and drainage procedures the device was explanted on the 25th june. This report refers to 9710014-2020-00396. For further information please refer to this report.